Event description:
The doctor reports that the screw (placed on (B)(6) 2019) located in dental position number 47 failed due to fracture. The doctor confirms that he placed another screw and thus concluded/resolved the procedure. The doctor confirms that the patient did not suffer any type of impact on his health.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d4: expiration date and UDI not available, lot number unknown. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. Investigation / results: product evaluation: one certain® titanium hexed screw, iuniht was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions noted on the complaint. The reported device was located on tooth site 47 (fdi). Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be performed for the iuniht as the lot number was not provided. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a history review by item number was conducted for the iuniht dating back 12 months from the date of notification and revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw). Post market trend review: july post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (iuniht). Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.